Manufacturer narrative:
Tandem¿s t:slim user guide indicates that a cartridge alarm can be caused by not following the proper procedure to load the cartridge. Product not being returned for evaluation for this issue. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during the load process. Reportedly, the user filled the cartridge after the cartridge was installed on the pump. The user's blood glucose (bg) level was 310 mg/dl and it was addressed with a bolus via the pump. The user successfully loaded a new cartridge and resumed insulin delivery.